Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v884821, serial#, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 23-nov-2015, UDI#. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. The hcp reported that the lead and stimulator are still implanted but are no longer connected to one another (confirmed through x-ray of pelvis). The caller does not know how or when the components became disconnected.